Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date and expiration date cannot be determined. (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead dislodged while slitting the delivery catheter. The delivery catheter was replaced and the rv lead was implanted. No patient complications have been reported as a result of this event.